Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of "broken" was confirmed and found that the cable was separated from the rear cover. A definitive root cause could not be identified. Based on the results of the investigation, it is likely traced to the component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head was broken. The issue occurred during the preparation for use. There were no reports of patient harm.